Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer had taken the pump off and an unspecified malfunction alarm occurred. Reportedly, the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 434 mg/dl.